Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta) to the renal artery, the stent delivery system (sds) was delivered to the lesion, then while applying negative pressure, the physician noticed that air kept suctioning from the balloon lumen. The physician doubted the defect of the indeflator and tested the syringe with another balloon catheter, and found that the indeflator worked normally. The physician did not exchange any of the devices and, even though air kept coming back, eventually inflated the balloon and deployed the stent successfully. There was no report of adverse event or injury to the pt. Further info indicated not all of the air had been purged from the system and that the device was inspected per the instructions for use (IFU), but was not prepped as per the IFU since the negative prep was only done after the sds was delivered to the lesion and not before pt insertion. There were no anomalies noted in the device.

Manufacturer narrative:
Please note that as the stent was implanted, only the delivery system has been returned for eval and testing; however, as of to date, the eval has not been completed. Additional info will be submitted within 30 days upon receipt.